Manufacturer narrative:
The capsure fixation device was returned for evaluation. The preliminary evaluation found that the black material originally found on the fastener housing was now on the inner cardboard sleeve. No other black material was found within the foil pouch, on the cardboard insert, or on the device itself. Under magnification, the black material was identified to be plastic material. There are multiple black plastic components that make up the capsure device. Based on our preliminary review it appears that the black piece of plastic found most likely originated from one of these components. A review of the manufacturing records showed all components for the lot met the specifications and there was no rework or other manufacturing abnormalities that may have contributed to this complaint. To date this is the only reported complaint for this production lot of 625 units released for distribution in (B)(6) 2018.

Event description:
Customer reported the when they opened the sterile pouch there was a foreign material identified on the capsure fixation device. There was a black material on the fastener housing handle. The customer did not use the device in the procedure. Another device was used to treat the patient. The sample was returned for evaluation.